Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ device not returned.

Event description:
It was reported that the customer received a minimum fill message after filling the cartridge with 500 units. There was no impact to the customer's blood glucose level. The customer reloaded the cartridge successfully.